Event description:
It was reported that the pt's implantable neurostimulator was over discharged. The physician mode was enabled to begin recharging. The pt was given instructions on how to do the physician mode recharge at home, because they were unable to get enough of a charge in the office. The pt was brought back the following week for another appointment. The neurostimulator was recharging a bit. The pt was instructed to go home and fully charge the neurostimulator. The pt was brought back in the next day and the neurostimulator was reset. The pt was reminded of the importance of recharging to avoid potential damage to the neurostimulator.